Manufacturer narrative:
This product is manufactured in (B)(4) and is not marketed in the u.s. (B)(4). New incision. Suture. Sensitivity to glare. Cloudy. Explanted. Device evaluated by manufacturer? No - 81 (other): lens not returned. (B)(4).

Manufacturer narrative:
Method: medical review. Results: per medical review - even though the position of icl implantation could contribute to the cataract, other factors could also cause the development of cataract such as aging, trauma (ei: eye rubbing, external forces), diabetes, smoking and drinking, drug use (steroids) and radiation exposure. Based on the reported information and the long course (15 years) of cataract development in this patient, the other contributing factors could not be ruled out. Conclusions: based on the complaint history and the medical review, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon explanted a 11.0mm ich110v3 implantable collamer lens from the patient's left eye (os) on (B)(6) 2014 due to the development of a cataract. The cataract was removed and an iol was implanted. A new incision was made to explant the lens and a suture was required to close the incision. The patient complained of blurry/cloudy vision and had sensitivity to glare. The icl was implanted in the patient's eye on 10/06/1998 by a different surgeon during the hyperopia study. The patient is doing well and the cornea is clear.